Event description:
The reporter contacted animas on (B)(6) 2013 reporting that on (B)(6) 2013, the patient's pump emitted an occlusion alarm while at school. The reporter stated that they instructed the nurse to change the infusion set. The reporter stated that two hours later at the healthcare professional (hcp) office where the patient had a bad cold. The patient blood glucose (bg) was checked and it was 52mg/dl. The patient was then taken to the emergency room and treated with carbohydrates. The reporter stated that labs were done and a chest x-ray. The patient was released when bg stabilized. The reporter stated there were no setting changes to the pump, no new foods, no new activities and that the pump was programmed properly. The reporter stated that the patient had a cold and the bgs could have been affected by this. The reporter denies any issues with the bgs since and stated that the bg is not related to the pump or supplies. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the alleged blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.